Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered a large stroke on (B)(6) 2020. On (B)(6) 2020 patient had a hemicraniotomy and clot evacuation with bone flap performed on the left side. Post-surgery, the patient was not officially brain dead but had no gag response, weak cough, reactive pupils, and abnormal posturing. The patient was no longer on anticoagulation medication, which was reversed at the time of the event. The patient's family agreed to a do-not-resuscitate (dnr) order, and the patient was intubated. The team at the hospital anticipated that the patient's condition would worsen neurologically, eventually leading to a non-recoverable state. As the patient's condition continued to decline, the family made the decision to withdraw lvad support on (B)(6) 2020. The patient subsequently passed away. No autopsy was performed and no device will be returned.